Event description:
It was reported that a device related thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination, (B)(6) 2023, computed tomography (CT) revealed a large thrombus on the surface of the closure device. The patient was instructed to cease taking dual antiplatelet therapy medication and began direct acting oral anticoagulants. In three months, the patient will undergo a transesophageal echocardiogram (tee) to monitor the status of the thrombus. No patient complications were reported.